Manufacturer narrative:
The device was evaluated by philips field service engineer (fse), who could not confirm any product malfunction. Further information provided by the hospital's biomed manager indicates that the equipment was not being used to monitor the patient at the time of the incident. No repair to the mp50 is warranted as there is no indication that it malfunctioned. The device remains at the customer site. The available information from this report does not support that this issue represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an elderly adult female who was intubated (using ge aestiva 906) went into cardiac arrest (stopped breathing) after a muscle relaxant was administered. The customer requested information from the intellivue mp50 and wants help extracting data and wants all equipment in the area tested. The patient died.